Event description:
It was reported that during a low anterior resection procedure the stapler cut without stapling. Surgeon used hand sewing for the anastomosis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information provided: was the procedure done open/laparoscopic? Open. What device was used for the proximal and distal transaction of the bowel? What color reload? Contour. On what tissue type was the device used? Colon. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) hand tied purse string. How was the purse string placed, by hand or with an assist device? If an assist device, what product? By hand. Was the spike of the trocar inserted through bowel lateral or through the staple line? Lateral. What confirmation did the surgeon receive that the anvil was firmly attached? Audible click. When the device was fired, what was the location of the indicator within the gap setting scale? In the green area. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch. Were any unexpected noises heard? If so, when? Yes , the surgeon confirmed that the sound of the stapler induced was different than usual , as it was the sound of the knife only ( without staples). Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Both. Is there any other additional information you would like to share about this device, procedure, patient or physician? Device : the stapler had no staples. The surgeon: that made the surgeon experience great difficulty during trans anal anastomosis. Concerning the patient : prolonged hospital stay. Another operation after 6 weeks. What were the indications for surgery? Lower anterior resection. Does the patient have any relevant history of surgical treatments? No. Did a hcp other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.